Manufacturer narrative:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient when processed on a vitros 5600 integrated system. The assignable cause of the event was determined to be user error. The vitros 5600 instrument was operating as intended. The customer reused a sample ID without ensuring the previously programmed sample ID was processed to completion or deleted prior to reuse. Email address for contact office in manufacture site is (B)(6).

Event description:
The investigation determined that the sample ID for a patient sample was associated with the incorrect patient when processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).